Manufacturer narrative:
Follow-up #1 date of submission 12/05/2011 device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2011 with the following findings: a review of the pump history indicated that the total daily dose history was inconsistent due to the time and date changes. The pump was exercised for 29 hours with no delivery issues occurring. A regular bolus and an audio bolus were successfully performed, and both were accurately recorded in the pump history. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed that the keypad is torn over the ok keypad button, and the bolus button cover is torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Evaluation also revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her husband (the patient) and indicated that he had been having elevated blood glucose (bg) levels for the past few days. The patient reported bg results of "380 and 437 mg/dl". He also mentioned going to an emergency room (ER) per the recommendation of his health care provider (hcp). A review of the pump revealed that the pump's time was incorrectly set in terms of am/pm. The patient reportedly replaced the pump's battery 3 days earlier and incorrectly set the pump's time. The reporter also claimed that keypad button presses on the pump were intermittently not activating desired pump functions. The reporter admitted that the patient noticed that the keypad started to peel 2 months earlier. The patient stated that he was getting delayed responses with all of the buttons but the ok button was the worst. He also stated that it would take several attempts to make the pump respond to keypad button presses. The patient also claimed that there were 2 boluses delivered on (B)(6) 2011, prior to contacting animas, that he could not recall administering. However, the patient did not report developing any symptoms of low blood glucose during the time of concern. The patient's wife also mentioned that he might have mistakenly self-administered her own insulin instead of his during the time of concern. On (B)(6) 2011, a follow-up contact was made between the patient and an animas representative. The patient mentioned that he was hospitalized for about 4 hours and treated with IV insulin and hydration treatment. It is unknown what the patient's bg level was before and during the time he was in the ER. However, upon leaving the ER, his bg level was reportedly around 242 mg/dl. The pump's bolus history and tdd added up correctly. No issues were observed with the patient's infusion set, site, or cartridge. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received medical treatment for hyperglycemia. However, it is unclear at this time if the pump contributed to the patient's injury. The patient alleged that the pump had an unresponsive keypad, an incorrect time, and delivered 2 boluses that he could not remember administering. The reporter also mentioned that he might have given himself incorrect insulin.